Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the network bulkhead was defective. The network bulkhead was replaced and the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that o2 could not be connected to the stealth. Several cords were tried and the stealth could not be seen in the navigation server selection window. It was noted that after restarting the o2 everything worked fine. There was a less than hour surgical delay and no impact on patient outcome.